Event description:
It was reported that the device exhibited an air in line alarm. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal was bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The cause is a faulty air detector. The air detector was replaced to correct the issue.